Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/23/2024, it was reported by a sales representative via email that an ar-8934bck knotless suturetak failed. This was discovered during an erbc repair procedure on (B)(6) additional information received on 5/6/2024: after the proper hole was drilled, the anchor was inserter; however, it pulled out when the shaft was removed. The anchor would not disengage from the shaft. Nothing broke off inside the patient. The case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.